Event description:
Patient revised to add polyethylene wear and loose glenoid.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the information provided, as the part and lot number required to review the device history records was not provided. Although unavailable for evaluation, it would not be unreasonable to expect some degree of poly material wear after approximately 14 years of implantation. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.